Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving lioresal (2000 mcg/ml at 1250 mcg/day) via an implanted pump. The indication for use was intractable spasticity, cerebral palsy, and head / brain injury. It was reported the healthcare provider was concerned the pump was giving micro bolus's when not programmed. The patient was on simple continuous infusion and there had been no refill issues or volume discrepancies. It was noted the patient was seen in the ER this weekend with abdominal pain and agitation. The patient was diagnosed with constipation.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported they did not think the patient's symptoms had anything to do with the pump. The patient did not actually receive micro bolus¿s, they were proven to have a large stool burden and when it was cleared out they were fine. It was stated that everyone always thought it was the pump including this patient¿s family, but they confirmed that she and the patient¿s other hcps did not suspect the pump. MDR decision corrected to not reportable. No additional supplemental required unless additional information received indicates reportable event. Due to gch functionality, the complaint flag cannot be flipped to ¿no¿ as a regulatory report exists in the this product event.